Event description:
It was reported that pump experienced malfunction with a displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions from technical support to reset pump, successfully reset malfunction without recurrence of same code.